Manufacturer narrative:
A unites states customer reported a falsely depressed vancomycin patient result (1 patient) obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the cse noticed belt issues with the reagent 1 (r1) arm and replaced it. Upon a repeat visit, the cse replaced the sample 1 (s1) belt, mixer assembly, and drain. Additionally, the integrated multisensor technology (imt) rotary valve and reagent 2 (r2) pump panel were rebuilt. All necessary modules were aligned, and the system ran a quick check with acceptable results. Quality controls (qc) were run without any issue. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result (1 patient) was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on the same instrument and again on an alternate dimension vista 1500 instrument. The repeat result from the alternate instrument was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient result.